Event description:
Following orthopedic surgery, the surgeon was checking the x-ray after closing the surgical site and found that a fragment of one of the drills used during surgery was left in the pt's body. The incision was reopened and the fragment was retrieved. The surgical site was closed with no further issue.

Manufacturer narrative:
A review of manufacturing and inspection records showed no issues and no other complaints have been received for this batch number. A visual examination was performed under magnification. There is no visual damage that would affect the function of the drill guide. Additional MDR associated with this event: 3025141-2014-00059: p/n 80-0387 drill.